Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 665 mg/dl. Suspected cause was due to the customer's settings requiring adjustments and exercise mode being activated when it shouldn't have. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.